Event description:
The customer reported the device failed to power up on ac power. There was no patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed and isolated to the power pca. The power pca was replaced to resolve the issue. The device then passed all testing and remains at the customer site for use.